Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, pain, mobility (2021_1944, 2021_1945 and 2021_1946 are same patient).